Manufacturer narrative:
Philips service replaced the pd. Assy.rearpanel boxed and restored the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system was stuck at boot with error 000 due to rear panel pdu failure on an allura xper fd20/15 or table. The clinical use of the system was outside of use. There was no reported patient or user harm.